Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep guided the customer through checking the cable and reconnecting the interface board. The customer verified that the system was working as intended and put back in service.

Event description:
The customer reported that the system would not boot up properly. No pt injury was reported.